Event description:
It was reported that during an interventional stenting procedure on (B)(6) 2012, the xience prime stent was successfully implanted. Upon full deflation of the balloon, one of the balloon folds caught on one of the stent struts, even though the stent was fully apposed. The physician reinflated the balloon to 4 atmospheres and was able to remove the balloon with minimal manipulation. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. The lot history record review and similar incident query for this incident was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received, there is no indication of a product quality deficiency.